Manufacturer narrative:
The marathon has not been returned for evaluation. The event could not be confirmed and an event cause could not be determined from the reported information. Mdrs related to this event: 2029214-2016-00563, 2029214-2016-00564, 2029214-2016-00565, 2029214-2016-00566, 2029214-2016-00567, 2029214-2016-00568, 2029214-2016-00569, 2029214-2016-00570, 2029214-2016-00571, 2029214-2016-00572, 2029214-2016-00573, 2029214-2016-00574, 2029214-2016-00575.

Event description:
Medtronic received report of marathon microcatheter rupture during a procedure. The patient was undergoing a liquid embolic procedure to treat an arteriovenous fistula in the left and right middle cerebral artery. It was reported that the liquid embolic was placed and during removal of the marathon, the ¿head¿ of the marathon ruptured. The procedure was reportedly completed successfully. The patient's status was stable.

Manufacturer narrative:
Based on the condition of the returned microcatheters, the corresponding lot numbers could not be identified. The third mirocatheter examined was found to have onyx residue in the hub and occluded with onyx. The micro catheter was found to be stretched at the fuse joint and the distal floppy segment was found to be stretched and separated 5.5cm from the fuse joint. The tubing material at the separated distal end exhibited jagged edges and stretching with the inner elliptical wires exposed. Approximately 18.2cm of the distal floppy segment of the catheter was found to be missing, as it likely remains in the patient. No ruptures were found with the micro catheter. The investigation is ongoing, a supplemental will be submitted upon completion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: based on the reported information the customer¿s report of catheter ¿rupture¿ was confirmed to be catheter ¿separation.¿ onyx residue was found within the hub of all three marathon microcatheters. In addition, the returned marathon microcatheters were found to be occluded with onyx. The catheters were also found stretched and separated. The tubing material at the distal separated end of the catheters exhibited with stretching and necking which suggest that the catheters separated when exceeding the tensile strength of the tubing material. The separation likely resulted from tensile failure of the catheters during extraction from the treatment site due to the reported entrapment. Therefore the catheter separation was likely a result of being pulled beyond the 20cm limit noted in the instructions for use (IFU). Per the marathon flow directed micro catheter IFU (instructions for use): ¿note: do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. However, the definitive cause for the catheter ¿entrapment¿ could not be confirmed. The lot history record review of the marathon reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. In addition, there is no evidence suggesting that the onyx was defective. Per the onyx IFU: ¿difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.